Manufacturer narrative:
A complete lead measuring 64.8cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4) - coded for patient symptom - hurt. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a routine follow up, it was noted that the patient was symptomatic and told that it hurts when his device was paced. The patient then presented in emergency lab as the physician indicated that the patient could feel and was symptomatic with pacing. The physician stated that the patient had an echocardiogram prior to lead revision procedure and the results of threshold test and echocardiogram were normal. It was noted that the patient felt discomfort during threshold test. The lead revision was performed. During revision the physician was able to retract the screw but had difficulty deploying the screw. The physician was unsuccessful as the helix would not extend after several attempts and it was noted that the distal portion of the lead was bent. The right ventricular lead was explanted and replaced. The patient was stable during and post procedure.